Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.